Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from october 24, 2019 - october 28, 2019. H10: two actual samples were received and evaluated. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on both samples and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors did not infuse the entire content during patient infusion. The device was filled with 50mg tigecycline in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.